Event description:
It was reported that hi-flex impactor head size 3-8 broke during surgery today. The procedure was not delayed or altered in any way.

Manufacturer narrative:
D4: lot number: 09hm00471. Expiration date: 18dec2036.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the returned device fractured into two pieces. Both pieces were returned for evaluation. The device was manufactured in 2009. The device exhibits signs of significant wear and use. A medical investigation was conducted and this case reports that during the surgery, the hi-flex impactor broke during a tka surgery. Per complaint details, there was no patient injury or delay, and the procedure was completed with the same device. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the gii ps high flex impctr hd 3-8 broke during a tka procedure. This happened during use inside the patient. All pieces were recovered. The patient was not affected and no surgical delay was reported. Procedure was completed with the same device.